Event description:
Pt reported obtaining a blood glucose of 49 or 57 mg/dl (pt could not recall the actual value), while using the suspect device. Pt stated that he immediately retested, using a different vial of strips, and obtained a result 50 mg/dl higher than 1st test (99 mg/dl or 107 mg/dl). No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. At the time of the report, pt no longer had the strip vials used for the back-to-back comparison. No product was returned to the MFR for evaluation.